Event description:
While closing the cuff during robotic hysterectomy, the suture broke 3 times. Typically, 1 suture is used to complete this closure. The suture was immediately replaced. The broken suture with needles intact were removed from the abdomen. The surgery proceeded in usual fashion. The 3 sutures were from the same lot #. The suture with this lot # were removed from supplies.